Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tubing became detached where the tubing meets the clip at the site for two of his infusion sets. The tubing had broken off from the patient's site leaving the site on the body and the patient line disconnected from the site. Patient's blood glucose level at the time of event was 300 mg/dl. The patient did not notice any damage when the package was first opened. No further information available.